Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during active operation, the autopulse platform sized the patient down, performed one compression and then stopped. No error messages or prompts were displayed. Customer reverted to manual CPR. Patient expired, however, customer does not think that the autopulse was at fault. In addition, there were no issues reported during deployment of the platform. Additional information provided by the customer on (B)(6) 2013: the cause of death was cardiac arrest. Customer did not provide the date of death. No autopsy report is available. However, customer stated that the autopulse platform did not cause the patient¿s outcome.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/23/2013 for investigation. Investigation results as follows: investigation was able to confirm the reported issue. Review of the archive data shows ua18 (max take-up revolutions exceeded), no load change was detected at the load plate during the compression. This error code was caused by defective load cells. In addition, the load cell characterization testing also confirmed that the load cells are not functioning properly.

Event description:
Customer verbally provided the following information: the patient was dead before their arrival. Family had found him unresponsive when they checked him. They called 911. No manual CPR was performed by the family. Although the patient was dead, the ems team followed their routine resuscitation protocol and deployed the autopulse. When the platform stopped "working", they reverted to manual CPR. The patient was transported to the ER department. The ER doctor responded per hospital protocol. Subsequently, the ER physician pronounced the patient dead (exact time unknown). Return of spontaneous circulation (rosc) was never achieved. The response team and ER physician does not attribute the death to the autopulse.